Event description:
Reporting status: serious injury - required intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that a dissection occurred during implantation of a 2.5 x 23 xience stent. A 2.5 x 28 xience stent was used to treat the dissection; however, a further dissection occurred and was treated with another xience stent. No additional event or patient information is available.

Manufacturer narrative:
Dissection, as listed in the xience v (IFU), is a known adverse event associated with coronary stenting. Dissection can be influenced by several factors. The IFU also states: implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention. Although a conclusive cause for the reported patient effect and the relationship to the products, if any, cannot be determined, there does not appear to be an indication of product quality deficiency. The second xience v (part 1009527-28/lot 9050841), has been filed under the same MFR#.